Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #7r; cat # 5516f702; lot # ee4sj. Tritanium bplate triathlon s6; cat # 5536b600; lot # ctd3058. Tritanium patella-asymmetric; cat # 5552-l-350; lot # a2nr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "to get through the day I have to wear an ace knee support. I thought I would have better use of my knee and could do more without pain. I have pain daily. I have to wear an elastic knee brace daily and haven't played golf in 2 1/2 years!"